Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 25-apr-2019 with the following findings: the battery compartment was cracked below and above the grip pad. The contrast, and ok key were not responsive to user input. Contamination was found under all the button contacts. The ok button contact was inverted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked, and the contrast and ok keypad buttons were unresponsive. This report is made based on results of investigation completed on 25-apr-2019.